Event description:
A review of a (B)(6) male pt's download shows the pt had gel release belt unusable flags. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary - device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel release belt unusable flags) has been confirmed. Upon investigation, it was discovered that the electrode belt had a disconnected blue gel-fire wire in the ECG b. The root cause of the disconnected wire cannot be positively identified but was likely a result of a poor solder joint. Once the wires were re-soldered, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.